Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy due to ipg being operable. Reportedly, the patient has not been able to charge for a long time, rendering the ipg inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.